Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump alarmed compromised force sensor system and was squirting during prime process. The customer stated that the drive support cap was protruded. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed prime test. Unable to confirm compromised forced sensor alarm and unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip completely broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Pump received with broken battery tube thread, broken belt clip slot, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case near display window corners, missing end cap sticker, loose/protruded drive support disk and minor scratches on display window noted.